Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Event description:
It was reported by a relative of the patient that the patient's implantable cardioverter defibrillator (ICD) "was not working" and contributed to the patient's death. It was also reported by the patient's clinic that the patient's last device check was approximately 2 months before the patient's death and the system was found to be functioning normally. The cause of death has been requested and not received.